Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad or button error. The customer reported no adverse events. The event involved product(s) mmt-1781k. The troubleshooting was performed and the customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. The product return status for mmt-1781k is unknown.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thus. In further review of the formatted history file 2 days prior to the event date of (B)(6) 2024, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2024 17:58:00.000, (B)(6) 2024 18:08:00.000, (B)(6) 2024 18:43:00.000, (B)(6) 2024 18:53:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6) 2024 21:50:10.000, (B)(6) 2024 21:52:17.000, (B)(6) 2024 22:20:42.000, (B)(6) 2024 23:08:29.000, (B)(6) 2024 23:18:01.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 21:50:18.000. Power loss alarm was found on: (B)(6) 2024 23:19:35.000, (B)(6) 2024 23:19:46.000. Pump error 23 alarm was found on: (B)(6) 2024 23:19:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Pump error 61 (stuck key alarm) was found on: (B)(6) 2024 20:52:37.000, (B)(6) 2024 21:06:46.000, (B)(6) 2024 21:16:00.000, (B)(6) 2024 21:30:34.000, (B)(6) 2024 21:37:08.000, (B)(6) 2024 21:40:24.000, (B)(6) 2024 21:43:45.000, (B)(6) 2024 21:49:18.000, (B)(6) 2024 21:56:54.000, (B)(6) 2024 22:07:04.000, (B)(6) 2024 22:10:06.000, (B)(6) 2024 22:14:34.000, (B)(6) 2024 22:21:20.000, (B)(6) 2024 22:25:01.000, (B)(6) 2024 22:31:01.000, (B)(6) 2024 22:31:12.000, (B)(6) 2024 22:33:34.000, (B)(6) 2024 22:33:37.000, (B)(6) 2024 22:38:12.000, (B)(6) 2024 22:48:01.000, (B)(6) 2024 22:58:29.000, (B)(6) 2024 23:13:08.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and found a corroded keypad traces. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba 1, pcba 2 and force sensor noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Also, during visual inspection slight corrosion was found on the pcba 1, pcba 2 and force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.